Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that high pt results are being generated after performing a correlation between axsym digoxin ii and digoxin iii assays. The customer received the following pt results on the same pt: digoxin ii 0.93 ng/ml, 0.97 ng/ml. Digoxin iii 1.31 ng/ml, 1.57 ng/ml. There was no impact to pt management reported.